Event description:
The patient reported a yellow light shines and the Transmitter Assembly makes a sound shortly after turning on the device. The patient was provided a replacement Transmitter Assembly.

Manufacturer narrative:
The Transmitter Assembly associated with the complaint was returned for investigation. The investigation found component failure as C56 shorted and exhibited burn damage. The investigation is ongoing and additional information, including root cause analysis will be provided in the final report.